Event description:
Carbon fiber is splintering and pitting. Type of case: tka.

Manufacturer narrative:
"While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from (B)(6) 2016 until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a s2. Therefore, we will no longer be filing reports for this event type.

Manufacturer narrative:
Reported event: customer reported that the carbon fiber is splintering and pitting. Device evaluation and results: device evaluation was performed and the base bar assembly event was confirmed. Device history review: review of the device history records indicate 40 devices were manufactured and inspected on 11-15-2016 and were accepted with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the base bar assembly. There has been one other event for the referenced lot number. Pr # 1508800 - was found to be from the same lot as the part in this complaint. The part from pr # 1508800 displayed a similar failure. Conclusions: the base bar assembly shows minor signs of wear. Very small chips on the bar can be observed. Pitting is common due to the manufacturing process. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Carbon fiber is splintering and pitting. Type of case: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Carbon fiber is splintering and pitting. Type of case: tka.